Manufacturer narrative:
The field service engineer changed pinch valve tubing, adjusted pipettes, and ran performance testing. The issue still occurred after these actions. The engineer returned and checked the analyzer. The mixer was distorted, so it was changed. Mixing was checked and was ok. Samples were processed and no further reproducibility issues occurred. Calibration data was acceptable. The provided quality control data was within range, but fluctuations occurred. The investigation determined the service actions resolved the issue. Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was tested twice with the total psa assay, resulting in values of 0.35 ng/ml and 1.11 ng/ml. The sample was tested twice with the free psa assay, resulting in values of 4.60 ng/ml and 8.83 ng/ml. The total psa reagent lot number was 50654703, with an expiration date of 31-mar-2022. The free psa reagent lot number was 47278400, with an expiration date of 30-sep-2021.